Event description:
Ino vent used to deliver nitric oxide was set up, calibrated and purged. The vent was showing nitric oxide delivery, although it is questionable whether the gas was being delivered.